Event description:
Information received by medtronic indicated that the insulin pump's battery lasts less than expected since two months customer stated that they bought new battery cap but did not solved the issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged low battery alert found on (B)(6) 2021. Pump passed self test, active current measurement and displacement test. Pump failed sleep current test due to pcba 2. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. Verified the pump alarmed low battery alert in pump downloaded history on (B)(6) 2021 at time 17:18:00.000. Verified the pump alarmed failed battery test alarm in pump downloaded history on (B)(6) 2021 at time 17:28:52.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, pump received with high sleep current, problem isolated to the pcba 2. Verified cause of high sleep current using a test pcba 2. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Pump received with high sleep current, problem isolated to the pcba 2. Power management graph shows recurring low battery voltage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Maedtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.